Event description:
It was reported that the patient implanted with this electrode received an inappropriate shock due to oversensing. The sensing vector was reprogrammed to mitigate further oversensing. The electrode was later explanted due to continued noise and oversensing in all sensing vectors. No additional adverse patient effects were reported.